Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an occlusion alarm and experienced an elevated blood glucose (bg) level of 600 (mg/dl) with ketones. Customer changed out supplies to address occlusion alarm; however, elevated bg levels persisted. As a result, customer went to the emergency room and was treated with intravenous insulin. Reportedly, insulin appeared crystalized; however, no further details were provided. Customer was released approximately 4 hours later with bg levels stabilized to 169 (mg/dl).